Event description:
It was reported that a spectrum iq infusion pump keypad buttons worked intermittently. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, one of the keypad buttons works intermittently was reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be one of the keypad buttons works intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.